Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Expired product was used during procedure. Unknown if any patient injury. Unknown if any delay of surgery. Unknown if additional intervention required.

Manufacturer narrative:
Investigation: systematically, the kits were entered into the new system on 8/7/2017. They sat on the shelf until the order was placed for the kits. The system is supposed to alert the team if there are expired products in any of the kits. The product does not show and expiration date on these items when looking at them systematically through the history. If expired product existed in a kit, the webops system will not allow us to ship it out. Root cause: system was not set for this product to have a lot code or an expiration alert in webops. Corrective/preventative actions: on 7/10/18 requesting to have the webops system updated to have an alert on this item for an expiration date.